Event description:
I&d of revision tha was reported. On (B)(6) 2013, the sales rep confirmed that the patient's primary surgery was completed 8 years ago at which time, a competitor's stem and head were implanted with stryker's liner and cup. The first revision done on (B)(6) 2013, only revised the patient's stem and head (competitor devices). The stryker cup and liner from the primary surgery were left implanted and a biolox delta v40 head and restoration hip system were implanted at that time. Then on (B)(6) 2013, the patient returned to the hospital for an I&d at which time the trident poly liner implanted 8 years ago and the biolox delta v40 head implanted on (B)(6) 2013 were revised. The lot code of the liner is unknown.

Manufacturer narrative:
Additional devices listed in this report: cat # 6570-0-036, lot # 40890601, description: delta v-40 ceramic head 36/-5. Cat # 6276-7-016, lot # caxm905d, description: mod con dist stem 16 x 155 mm. Cat # 6276-1-025, lot # 42576804, description: 25mm mod rev hip body/bolt std component level 9006-1-025. Cat # 1440-1080, lot # 122364, description: light pipe. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a trident acetabular liner was reported. The event was not confirmed. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
I&d of revision tha was reported. On july 1, 2013, the sales rep confirmed that the patient's primary surgery was completed 8 years ago at which time, a competitor's stem and head were implanted with stryker's liner and cup. The first revision done on (B)(6) 2013 only revised the patient's stem and head (competitor devices). The stryker cup and liner from the primary surgery were left implanted and a biolox delta v40 head and restoration hip system were implanted at that time. Then on (B)(6) 2013, the patient returned to the hospital for an I&d at which time the trident poly liner implanted 8 years ago and the biolox delta v40 head implanted on (B)(6) 2013 were revised. The lot code of the liner is unknown.